Event description:
This report is being filed after the subsequent review of the following literature article, "screw prominences related to palmar locking plating of distal radius" (2011). Sugun, t.s., et.al. The journal of hand surgery (european volume) 36e(4) 320-324. Forty-six unstable distal radius fractures treated with palmar locking plates between january 2006 and september 2009 were included in the study. The mean age was 50.8 years (range 24 to 87) and 20 were men. The implants were either a competitors 2.3mm or synthes 2.4mm lcp distal radius plate. The 230 locking screws were placed in the distal rows of the locking plates. Ultrasound showed that 59 screws protruded 0.5mm or more from the dorsal cortex of distal radius. The most common ultrasonographic finding was tensynovitis. In addition, there was found to be extensor pollicis longus (epl) rupture, epl partial rupture, and partial epl tear. Early implant removal was advised for all patients in whom ultrasound showed tenosynovitis and/or partial tendon tears. It is unclear if the synthes devices were associated with the complications as the article failed to identify the manufacturer of the device associated with the complication. This is report 2 of 2 for (B)(4). This report is for unknown plates and refers to all serious injuries and the device interaction with the screws that backed out.

Manufacturer narrative:
Device was used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. "Screw prominences related to palmar locking plating of distal radius" (2011). Sugun, t.s., et.al. The journal of hand surgery (european volume) 36e(4) 320-324. This report is for unknown plates, unknown quantity, unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.